Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced possible early elective replacement indicator (eri). The healthcare professional noted, "eri in 2 3/4 years." The device was explanted and replaced. No patient complications havebeen reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (Cont.) 4193 implantable pacing lead 2008-(B)(6), 7001 competitive implantable tachy lead 2008-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.